Manufacturer narrative:
Product analysis: the distal tip of the device was slightly stubbed. Blood was visible inside the balloon. The device was placed in a water bath to disperse blood and contrast residue. On removal of the device from the water bath, negative prep was performed and confirmed the presence of a leak. The balloon had a short radial tear on the balloon working length. The edges of the tear were jagged and uneven. (B)(4).

Event description:
The physician intended to use a sprinter legend balloon to carry out pre-dilation in the coronary artery. The intended lesion exhibited severe calcification, 90% stenosis and moderate tortuosity. During treatment, the balloon was inflated to rbp three times and burst. Subsequently an nc sprinter ptca balloon was inflated to rbp and during the third inflation this device burst. Both devices were removed from packaging per IFU, inspected with no issues noted. Negative prep was successfully performed on both devices and resistance was encountered when advancing the devices. There were difficulties in passing the balloons through the lesion site so that the devices seemed to be slightly moved. Angiography showed that contrast agent suddenly flowed into the distal side, indicating a sudden drop in pressure. After the two balloons were ruptured, it was attempted to carry out inflation using another balloon. But it failed to secure enough vessel diameter, and the procedure was completed without stent implantation. The procedure was completed without stent deployment as there was insufficient vessel diameter due to the lesion site being diffuse and severely calcified. No patient injury reported.